Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support on how to reset the pump, successfully reset it, and confirmed that the issue did not recur. Customer was advised to continue using the pump but to report if the malfunction reoccurred, which was acknowledged and understood.